Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. The device was returned to zoll medical corporation. The customer's report was duplicated and attributed to a defective integrated circuit on the main board. The main board was replaced to remedy the issue. The device was recertified and returned to the customer. No emerging trend based on similar reports.

Event description:
Complainant alleged that during biomed testing, the device displayed a bridge test fail message. Complainant indicated that there was no patient involvement in the reported malfunction.